Event description:
According to the available information, the implant was removed and replaced due to an unknown reason.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation, abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Separation was noted on the bladders of cylinder 1 and cylinder 2. These are sites of leakage. The separations had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. Based on examination, it was concluded that the observed separations in the cylinder and reservoir bladders would have allowed a ¿leakage¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced due to an unknown reason.